Event description:
Caller reported a cartridge alarm 20, which occurred during pumping. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts decided to replace the pump, allowing the customer to continue using their current pump with mdi as backup if needed. Caller was informed to log in to their tandem account for training on the new pump and acknowledged understanding of required procedures, including returning the problematic pump to tandem within 10 days.